Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle mesh kit was implanted into the patient for anterior and posterior pelvic organ prolapse (pop) repair, with a concomitant implant of obtryx for stress urinary incontinence, during a procedure performed on (B)(6) 2011. As reported by the patient's attorney, the patient underwent a mesh revision procedure performed on (B)(6) 2012 and implantation of another pop mesh (non-bsc) due to vaginal vault prolapse and exposed mesh. On (B)(6) 2014, she underwent another procedure for revision of pop mesh due to recurrent vaginal prolapse and exposed mesh. Boston scientific has been unable to obtain additional information regarding the event to date.